Event description:
It was reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Additional information: h2, h10 (investigation results). Correction: g1, g4, h3, h6 (method, results, conclusion), h11. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2005, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported the device was broken/damaged. There was no patient involvement.